Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that after a procedure, the health care professional (hcp) requested a review of reports for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the data and saw this crt-d recorded a signal artifact monitor (sam) episode and noticed noise and oversensing. Ts suspected the noise could be due to electromagnetic interference (emi) and confirmed there was electrocautery noise. Additionally, ts also noted this crt-d recorded atrial driven pacemaker mediated tachycardia (pmt) episodes. This crt-d remains in service and no adverse patient effects were reported.